Manufacturer narrative:
The customer's reported complaint description of catheter tip detached was not confirmed since no complaint sample device was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Potential contributing factor for biliary drainage catheter tip detachment is patient chemistry since tip is intended to be placed in the duodenum, which is a caustic environment. In addition, it is unknown if the patient's gi tract was altered due to trauma or surgery, which can affect location of the drainage catheter tip. Catheter break/fracture is listed as potential complication in the device dfu. Scar004784 was sent to contract manufacturer freudenberg medical as notification/awareness of this event and DHR review of the shr lots. No issues observed during device assembly inspection. In lieu of a reported lot number, a ship history report (shr) was generated for exodus drainage catheter item numbers (B)(4) in order to ascertain the last three lots shipped to the reporting customer in the six (6) months prior to the procedure date. Areview of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all distribution performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use which is supplied to the end user with this device states: indications for use / intended use. Exodus array multipurpose drainage catheters are intended for percutaneous drainage of fluid or air in the chest, abdomen and pelvis, e.g., abscesses, cysts, pneumothoraces, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections. Exodus nuance* nephrostomy drainage catheters are intended for percutaneous drainage of fluid collections in the urinary system. Exodus believe biliary drainage catheters are intended for percutaneous drainage of the biliary tree. Warnings: do not use catheter for gastrostomy procedures/feeding tube. Exposure to gastric juices may damage the catheter. Do not place catheter into the vascular system. Do not expose this catheter to alcohol, as it may damage the hydrophilic coating and the catheter. Potential complications/adverse events: catheter break/fracture. Note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement. Note: for the exodus believe biliary drainage catheter, the distal tip of the catheter is advanced as far as the duodenum with the radiopaque marker in the biliary tree. Reference (B)(4).

Event description:
The biliary exodus drain was in patient less then 90 days and fractured but stayed intact in the patient. The drain was replaced with a new of the same device.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).